Manufacturer narrative:
The investigation included a review of the system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return. The assignable cause of the odor/smells issue is the oil mist filter. The field service engineer replaced this parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "burning smell" emitting from the sterrad nx sterilizer when a cycle cancelled for vacuum system timeout. The affected load was reprocessed. And there was no report of any injuries or human reactions. The customer turned off the unit and cleared the area until the smell dissipated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.